Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented with a right atrial lead that had an insulation damage. The lead was explanted and replaced. The patient was stable.

Event description:
New information notes that the lead impedance had decreased and the capture threshold was increased over time.